Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of split is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed a large amount of use residue on the returned sample. A circumferential kink and small split were observed in the catheter just distal to the molded joint. The ink on the molded joint and the extension legs was observed to be faded. The catheter appeared to be slightly flattened near the area of the 0 cm depth marker. A microscopic observation revealed edges of the small split within the kink just distal to the molded joint were rough but mostly straight. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed on the edges and at the corners of the split. The surface of the catheter material leading up to the edges of the split as well as opposite the split was observed to be slightly less lustrous and somewhat wrinkled. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redy1675 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient attended hospital for assessment. On inspection, nurse found a fracture and leaking in the line. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1675 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient attended hospital for assessment. On inspection, nurse found a fracture and leaking in the line. No other information was provided.